Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the buttons were not responding and they were unable to rewind the insulin pump. Blood glucose level was 60 mg/dl. After reviewing the home screen, they noticed a closed circle on the screen and the alarm history showed an off no power alarm and the battery indicator was empty. It was advised that the low power mode would limit the usage. They did not recall if they received a low battery alert. Father changed the battery and received a failed battery test alarm. He declined troubleshooting and stated they had a drawer filled with batteries and he would try them out. The insulin pump will not be replaced or returned for analysis.